Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed part of the threaded tip of the stability pin has broken off. The break occurred a couple threads down from the tip of the instrument. Optical inspection did not reveal any damage that could contribute to the tip breaking. It appears the tip broke during the removal process . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent olif(oblique lumbar interbody fusion) due to degenerative disease. Intra-op, when removing the pin after having the blade pin placed, the threaded part of the pin broke off and remained in the patient¿s vertebral body. There was no fragment remained in the patient as removal was done. The overall procedure was delayed by less than 60 mins. There were no patient symptoms and complication reported as a result of this event.